Event description:
Adhesive from a bronchoscope sterlizied in a sterrad nx broke off during a procedure and had to be retrieved from the patient. As a result, the customer implemented a preventative maintenance program for scheduled evaluations and repairs by the bronchoscope manufacturer on a more frequent basis.